Manufacturer narrative:
(B)(4). Investigation/evaluation: skin graft mesher, serial number (B)(4), was manufactured on september 28, 2001 and was over 14 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher by zimmer (B)(4) revealed that the comb was bent so the pre-test could not be performed. The bottom roller was wore on the inside side plates so a new roller and side plates are needed. The bottom roller gear was worn and needed replaced and there was a small mark on the carrier guide so that needed replaced as well. The 1.5:1 ratio cutter was found to not pass the zimmer biomet test criteria. Repair of the skin graft mesher was performed by zimmer (B)(4) which included replacement of the cap nuts, roller, washers, comb, carrier guide, gear, side plates, bearings, and shoulder bolts. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the skin graft cutter has ripped the graft straight down the middle and there were patchy holes in the graft¿ was non-verifiable as no testing was able to be performed on the actual device to try to replicate the reported event due to the bent comb. Testing was able to be performed separately on the 1.5:1 cutter, however it is unclear whether that was the cutter that was being used during the reported event. Based on the information that was provided the root cause of the reported event could not be specifically determined. However, during the initial inspection it was noted that the comb was bent, the bottom roller was worn and the 1.5:1 ratio cutter was found to not pass the zimmer biomet test criteria. The IFU states that ¿to avoid damage to the comb, the comb must be in the horizontal position before the cutter is installed.¿ and ¿if damage or wear is noted that may compromise the function of the instrument, do not use.¿ and ¿use caution when inserting the cutter. A damaged cutter may result in a less than optimal mesh pattern and cause further damage to the mesher.¿ skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the skin graft cutter has ripped the graft straight down the middle and patchy holes are in the graft. No adverse events have been reported as a result of the malfunction. Investigation results revealed the comb was damaged.